Event description:
A 22mm amplatzer septal occluder (aso) was selected for use. Right after the delivery cable was detached from the aso, the aso embolized into the left atrium. An ensnare catheter was used to retrieve the aso. The aso was successfully pulled into the right atrium but after that the aso moved toward the pulmonary artery. The snare was able to catch the end screw of the aso but it was difficult to pull into the sheath. The aso and the snare catheter were pulled into the right atrium then finally into the sheath together. The physician commented that the patient had little rim around the defect. Further discussion for the treatment plan will be made.

Manufacturer narrative:
Sjm could not evaluate the aso involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.